Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The outcome of the peritonitis event was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Actual occurrence date of the event is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. Additional follow up information was received from a physician. It was reported that the patient was treated with unspecified antibiotic (dose, route and frequency not reported) for peritonitis. According to physician, the patient was recovering with the antibiotic therapy. However, once the antibiotic therapy was discontinued, the event worsened. As a result, the patient was still hospitalized and antibiotic therapy was ongoing. At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.